Event description:
Right knee swelling [joint swelling]. Right knee pain [arthralgia]. Right knee effusion [joint effusion]. Case description: spontaneous report received on (B) (6) 2008, from a (B) (6) female patient with a history of arthritis, (B) (6), who experienced right knee pain, right knee swelling, and right knee effusion after starting synvisc. The patient received one synvisc injection into her right knee on (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008. On (B) (6) 2008, the patient experienced pain and swelling in her right knee. On (B) (6) 2008, her right knee pain and swelling worsened and she was examined in the emergency room. She was given benadryl and a prescription for percocet. On (B) (6) 2008, she experienced "worsened right knee pain and swelling" and she went back to the emergency room. Her right knee was drained and x-rayed and she was tested for lyme disease. When she was waiting for the x-ray to be read on (B) (6) 2008, her right knee began to swell again. On (B) (6) 2008, the patient used ice, rest, elevation and percocet. On (B) (6) 2008, she had an MRI on her right knee and her right knee was drained again and cortisone was injected as infection had been ruled out. On (B) (6) 2008, the patient's right knee pain and swelling had not resolved. At the time of this report, the patient's physician was planning an arthroscopic procedure on her right knee.